Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified medication via a symbiq pump. The option-lok male adapter of the tubing set was connected to the pt's IV catheter. After an unspecified length of time, it was reported that the option-lok male adapter disconnected from the IV catheter. An unspecified volume of blood loss was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.